Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported a critical pump error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for critical pump error was performed. Customer advised they wore the insulin pump during their sports training and the critical pump error alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies, corroded motor home switch and corroded battery tube. The insulin pump was received with minor scratches on case, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, missing retainer, faded serial number label, missing display window cover and minor scratches on lcd window.